Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was confirmed via review of the stored electrograms in the lab. The device was tested on the bench and our automated testing equipment. The device tested normally and no anomalies were found. It is believed that the noise and inappropriate therapy were caused by a damaged lead.

Event description:
It was reported that the pt presented to the emergency room with inappropriate shocks. During interrogation, noise with no capture was observed. The device and lead were explanted.